Event description:
The reporter stated that she is calling because her mother-in-law had a watchman placed in march for a fib and she started bleeding, has fluid on the lungs and a stroke. Her son found her on sunday and she is unable to speak or move. PMA# (B)(4).